Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "when using the gamma 3 long nail (when operating toward installing the lug screw), the procedure for installing the lug screw was performed without installing the speed lock sleeve. At that time, interference between the step drill and the gamma nail occurred, and interference between the lag screw and the gamma nail also occurred when the lag screw was inserted."

Manufacturer narrative:
Please note corrections to sections d1 and d4 catalog number. The alleged event was not confirmed. Review of labelling, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product. The returned device was conforming to specifications and was fully functional. In the case presented the surgeon had not ¿installed¿ the speed lock sleeve to the target device for drilling the canal for the lag screw. The speed lock sleeve is essential for clamping the lag screw guide sleeve which ensures a safe guidance of step drill resp. Lag screw. An unlocked lag screw guide sleeve inevitably leads to interference between the step drill and the gamma nail. The instructions in the operative technique had not been followed which was regarded being user related. In case other essential information becomes available were reserve the right to re-reopen the case for investigation and to assess a new root cause.

Event description:
As reported: "when using the gamma 3long nail (when operating toward installing the lug screw), the procedure for installing the lug screw was performed without installing the speed lock sleeve. At that time, interference between the step drill and the gamma nail occurred, and interference between the lag screw and the gamma nail also occurred when the lag screw was inserted."